Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 tiny metallic segments of the right and left essure occlusion devices remain in the pelvis') in an adult female patient who had essure (batch no. 810608-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroparesis, chronic abdominal pain, cesarean section, cholecystectomy, menstrual cramps, pelvic pain, heavy periods, tubal ligation, diarrhea, nausea and vomiting. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: insertion date-(B)(6) 2012 and removal date-(B)(6) 2019(discrepancy noted as per mr) trailing coils left4 right 3. She had an hsg which showed both in place, but one had not fully occluded yet. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: tiny metallic segments of the right and left essure occlusion devices remain in the pelvis, both measure less than 1.5mm in length.. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion following essure device placement. Most recent follow-up information incorporated above includes: on 23-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 810608) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details, specify (B)(6) 2012 (discrepancy noted as per mr) trailing coils left4 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion following essure device placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Reporter information updated. Lab data updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 tiny metallic segments of the right and left essure occlusion devices remain in the pelvis') in an adult female patient who had essure (batch no. 810608-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroparesis, chronic abdominal pain, cesarean section, cholecystectomy, menstrual cramps, pelvic pain, heavy periods, tubal ligation, diarrhea, nausea and vomiting. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: insertion date-(B)(6) 2012 and removal date-(B)(6) 2019(discrepancy noted as per mr) trailing coils left 4 right 3. She had an hsg which showed both in place, but one had not fully occluded yet. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: tiny metallic segments of the right and left essure occlusion devices remain in the pelvis, both measure less than 1.5mm in length.. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion following essure device placement. The lot number reported (810608) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 tiny metallic segments of the right and left essure occlusion devices remain in the pelvis') in an adult female patient who had essure (batch no. 810608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroparesis, chronic abdominal pain, cesarean section, cholecystectomy, menstrual cramps, pelvic pain, heavy periods, tubal ligation, diarrhea, nausea and vomiting. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6)2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: insertion date-(B)(6)2012 and removal date-(B)(6)2019(discrepancy noted as per mr). Trailing coils left4 right 3. She had an hsg which showed both in place, but one had not fully occluded yet. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: tiny metallic segments of the right and left essure occlusion devices remain in the pelvis, both measure less than 1.5mm in length.. Hysterosalpingogram - on (B)(6)2012: bilateral tubal occlusion following essure device placement. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 3 and 4 processed together pif received. Reporter information added. Event: chronic pelvic pain added. Essure dates added. Mr received. Reporter information, medical history added. Plaintiff dob updated. Event medical device removal updated to event 2 tiny metallic segments of the right and left essure occlusion devices remain in the pelvis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.